Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. Device evaluation by manufacturer: field service engineering (fse) visited the customer to address the reported event. During the evaluation, fse found a cup tray sitting on the bottom of the sorter which was preventing the sorter arm from moving in they direction. Fse removed the tray and cups from the bottom of the sorter. Fse then applied tri flow to the sorter rails and loaded up the sorter with test cups. The daily check was performed and passed. The customer ran quality control (qc) with acceptable results. The instrument was verified as operational. There was no further action required by fse. The instrument was installed on (B)(6) 2017. A complaint history review and service history review for similar complaints was performed for serial number (B)(4) from (B)(6) 2017 through (B)(6) 2018. There was one (1) similar complaint identified during the searched period. The aia-2000 operator's manual under appendix 4 - error messages states the following: (4041) sorter y-axis home detection failure cause : the home sensor failed to activate after the sorter y-axis moved toward the home position. If retry fails, the measurement result will be flagged (mf flag). Solution : contact tosoh service center or local representatives. The most probable cause of the 4041 sorter y-axis home detection failure error message was the trip tray fell to the bottom of the sorter.

Event description:
A customer reported error message 4041 sorter y-axis home detection failure with the aia-2000 instrument. The customer reported that the analyzer shakes and has a loud noise when the arm moves. A field service engineer (fse) was dispatched to address the reported event, which resulted in delayed reporting of beta human chorionic gonadotropin (bhcg) and human chorionic gonadotropin (hcg) patient results. There was no indication of patient intervention or adverse health consequences due to the delay in reporting.